Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor is considering explanting the tecnis toric intraocular lens (iol) implanted in the patient¿s right eye and the tecnis monofocal implanted in the left eye. The patient was complaining of debilitating flickering from fluorescent lights in both the eyes. Doctor did yag (yttrium-aluminum-garnet laser) procedure for some significant pco (posterior capsular opacification) in the left eye, but this did not help. Doctor had to reposition the toric iol once and it rotated again second time. The patient is post laser vision correction in both eyes years ago. Patient did not have any such dysphotopsias until after iol implantation. Additional information was received for left eye and it was learnt that a smudge is more noticeable in certain lighting. Patient feels like there is lot of commotion going on in left eye and it seems to be more noticeable while at work with floor to ceiling windows. Explant has not yet been performed. No further information provided. This report will cover information related to the left eye. A separate report will be submitted for the right eye.